Event description:
A 20 ga IV catheter placement with blood draw. Ultrasound positive left cephalic vein, humeral shaft 2 days later. Anticoagulant therapy initiated for treatment of dvt. Resolved without apparent further sequelae.